Event description:
It was reported that low lead impedance was noted, which prompted a device notifier. The lead was replaced.

Manufacturer narrative:
Analysis found the lead to exhibit normal electrical characteristics and lead impedance. Blood on the distal coil impeded helix actuation. After the helix was cleaned, it functioned normally when torque was applied directly to the distal coil.